Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the customers¿ allegation was not reproduced. Based on the results of the investigation, it suggests probable causes presume that the output signal wire was broken or had short circuit by the kink which led to the reportable event. However, the root cause of the reported issue could not be determined/identified. Olympus will continue to monitor field performance for this device.

Event description:
No new information was provided by the customer.

Event description:
It was reported that the endoeye flex deflectable videoscope had no image displayed when powered on. The issue was found during preparation for use, before the patient was in the room. The intended procedure was completed by switching to another similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.